Manufacturer narrative:
(B)(4). Date sent: 01/11/2021. D4: batch # u5av7t. H6: component code : others (g07). Device analysis: the analysis found that one ntlc55 device was returned with no apparent damaged and with two reloads present. The sr55 reloads (b & c) were received fully fired and with the swing tab in the locked position. The device was then tested with test reloads for functionality in the two (green / blue) staple height selector positions and achieved its firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple form release criteria on firings. Although there is no direct evidence of use error, the instructions for use do contain the following caution: when positioning the device on the application site, ensure that no obstructions such as clips, stents, guide wires, and etc., are within the instrument anvils. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. The event described could not be confirmed as no malformed staples were observed and the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch #: unknown. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
Malformed staples. It was reported that during the right hemicolectomy surgery, when severing colon tissue, after fired, noted staples malformed with irregular shape( with straight leg). Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.